Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please clarify where the bile duct tore in relation to the one-shot distal side or three shot central side? The tear occurred at the cystic duct stump adjacent to the most central clip (on the three-shot central side). Please confirm what led to the common bile duct being torn? The common bile duct was not torn. The injury was to the cystic duct stump, which ruptured due to tissue fragility and pressure from multiple clips. Any photos that can be shared? No photos are available for sharing. Please give timeline for events: was the injury the common bile duct or the cystic duct? The injury was to the cystic duct, not the common bile duct. What other products were used to ligate? Gallbladder drainage was performed using a c-tube secured with two rubber threads. No additional ligation devices were reported. Does the surgeon believe that the device caused or contributed to the alleged issue? If not, please describe. The surgeon attributes the issue to the fragility of the inflamed cystic duct tissue, which tore under pressure from the clips. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes, the postoperative hospital stay was extended from the usual 3 days to approximately 1 week due to the bile leakage. No readmission or re-operation was required; the issue was managed by converting to gallbladder drainage using a c-tube tied with two rubber threads. Four clips were fired, but two of them (the 1st and 2nd one) cut the cystic duct tissue, causing the mucosa to invert. (Additional clips were fired, which likely caused further pressure and then further inversion.) This caused a hole to open, resulting in bile leakage. Treatment was switched to gallbladder drainage. (The c-tube was ligated with two rubber sutures and completed.) The physician believed that the cause of this event was a rupture due to weakness of the cystic duct. The patient is usually discharged three days after surgery, and the delay lasted a week, but the patient was discharged safely. The patient is a 76-year-old male, height is 161cm, weight is 64kg, and his initials are (B)(6). The patient background information, such as allergies and medical history, are angina pectoris and high blood pressure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a case of cholecystitis, bile leaked when clipping the cystic duct. After clipping three shots on the central side and one shot on the distal side, the cystic duct that touched the side of the clip most central to the common bile duct tore. This may be caused because it is basically used on inflamed and fragile tissue. Until now, it was usually ligated before clipping, so perhaps did not care about leak. Additional suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2026. H1: malfunction. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a malfunction.